Event description:
Boston scientific received information that during a right atrial (ra) lead revision procedure, this right ventricular (rv) lead became dislodged. Multiple attempts to reposition the lead were made, however, the lead was felt to have sustained damage and the physician elected to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.